Event description:
Pt implanted with variable angle construct in (B)(6) 2011. Pt complained of pain. One screw backed out from plate. Pt returned to the operating room on (B)(6) 2012 for removal of one screw. Surgeon removed one screw and left the other three (3) screws and plate construct in pt. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.